Event description:
Customer reported via phone call that the lcd screen of the insulin pump was damaged. Customer states that they received a motor error alarm. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.